Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had presented to the emergency room after their blood pressure went down and they passed out. It was noted the left ventricular (lv) lead had dislodged into the superior vena cava (svc) and the physician suspected patient may have "twiddled" the lead. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.